Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. Upon evaluation, the trunk cable was cut and the connector was missing. In addition, the cable connecting the front therapy electrode and distribution node (dn) was cut. The cause of the inability to complete testin is the damaged cables and wires. The root cause of the damaged cables and wires is physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it could not complete testing.